Event description:
Medtronic received information regarding an imaging system being used a sacroiliac and thoracolumbar procedure. It was reported that the site positioned the imaging system over the patient, but was unable to shoot 2d. Site rebooted the system but the issue continued. Site then swapped systems to continue with the surgery. This was occurred intra operatively. There was a reported delay of 20 minutes and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to site to test the system and tried to replicate the symptom but was unable to duplicate the symptom. No issues found. Replaced hand switch as precautionary. B01, c19, d14, g04063 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the hand switch, lot number: 468923 rev. E, was returned to the manufacturer for analysis. All images were acquired successfully. 2d , 3d and store buttons functioned as expected. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.